Manufacturer narrative:
Product event summary: manufacturer's analysis noted that the device tested out-of-specification on battery current. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer originally returned as a pullback subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.